Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5155541. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that while collecting a patient's blood with a bd vacutainer® eclipse¿ blood collection needle, 21 g x 1.25 in., the rubber sleeve remained stuck on cannula which resulted in blood leakage. There was no serious injury, blood exposure or medical intervention reported.